Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield base unit (a3101) was missing the retaining pin and the threads on swivel head was damaged. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
UDI: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The end cap is missing, swivel adaptor teeth are damaged. Evaluation showed that with the roll pin is missing from the right bracket; the base handle is out of adjustment and needs to be readjusted. The unit needs repair, preventative maintenance and replacement of worn/missing parts. The reported complaint nwas confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.